Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the devices had intermittent air in line sensor issues during infusion of saline blood and other unspecified medication. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information. Correction: date of event, describe event or problem, initial reporter zip. Additional information : medical device serial #, unique identifier (UDI) #, device manufacture date, imdrf annex e, f, b codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the devices had intermittent air in line sensor issues during infusion of saline blood and other unspecified medication. There was patient involvement but no harm.